Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to excise tissue posterior to the implant site, due to skin overgrowth. The abutment was also replaced by an 8.5mm abutment. The implanted device remains.